Event description:
It was reported that the patient presented in the clinic experiencing episodes of dizziness. Upon interrogation, the pacemaker was found to be in backup vvi mode due to emi as patient was near a magnetic field. The pacemaker was explanted and replaced. The patient was in stable condition post procedure.